Manufacturer narrative:
The event occurred (B)(4). Caller did not provide product information for the aviva system.

Event description:
Customer reportedly received results of 486 mg/dl and hi (greater then 600 mg/dl) on the mobile system. Customer then received result of 86 mg/dl on the aviva system. All reported results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.